Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('iud coils had been perforated') and device breakage ('fragments') in an adult female patient who had essure (batch no. E3-3336678822-invalid/ 678822) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and hepatic steatosis ("fatty liver"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain and hepatic steatosis outcome was unknown and the device breakage had not resolved. The reporter considered abdominal pain, device breakage, genital haemorrhage, hepatic steatosis and uterine perforation to be related to essure. The reporter commented: admitted and discharged from hospital on (B)(6) 2020. Actually, I should have stayed longer because of bleeding. Other possible explanations for the occurrence of the reaction(s)/adverse event(s): hernia, knee pain, rheumatism, symptoms of depression, osteoarthritis, chronic pain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: iud coils had been perforated. Lot number e3-3336678822 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: reporter and essure lot number added. We received a lot number for this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer, and describes the occurrence of uterine perforation ('iud coils had been perforated') and device breakage ('fragments') in a 52-year-old female patient who had essure (batch no. E3-3336678822-invalid/ 678822) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient experienced post procedural haemorrhage ("after removal, she should have stayed longer in hospital because of bleeding"), 9 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hepatic steatosis ("fatty liver"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, abdominal pain, post procedural haemorrhage and hepatic steatosis outcome was unknown and the device breakage had not resolved. The reporter considered abdominal pain, device breakage, hepatic steatosis, post procedural haemorrhage and uterine perforation to be related to essure. The reporter commented: admitted and discharged from hospital on (B)(6) 2020. Actually, she should have stayed longer because of bleeding. She wanted another scan for fragments. Not yet recovered. Other possible explanations for the occurrence of the reaction(s)/adverse event(s): hernia, knee pain, rheumatism, symptoms of depression, osteoarthritis, chronic pain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: iud coils had been perforated, the adipose tissue was sitting on the coils. Lot number e3-3336678822 is invalid. Lot number: 678822 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-aug-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number for this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('iud coils had been perforated') and device breakage ('fragments') in an adult female patient who had essure (batch no. E3-3336678822-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and hepatic steatosis ("fatty liver"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain and hepatic steatosis outcome was unknown and the device breakage had not resolved. The reporter considered abdominal pain, device breakage, genital haemorrhage, hepatic steatosis and uterine perforation to be related to essure. The reporter commented: admitted and discharged from hospital on (B)(6) 2020. Actually, I should have stayed longer because of bleeding. Other possible explanations for the occurrence of the reaction(s)/adverse event(s): hernia, knee pain, rheumatism, symptoms of depression, osteoarthritis, chronic pain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: iud coils had been perforated. Lot number e3-3336678822 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of uterine perforation ('iud coils had been perforated') and device breakage ('fragments'). In an adult female patient who had essure (batch no. E3-3336678822) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and hepatic steatosis ("fatty liver"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain and hepatic steatosis outcome was unknown. And the device breakage had not resolved. The reporter considered abdominal pain, device breakage, genital haemorrhage, hepatic steatosis and uterine perforation to be related to essure. The reporter commented: admitted and discharged from hospital on (B)(6) 2020. Actually, I should have stayed longer, because of bleeding. Other possible explanations for the occurrence of the reaction(s)/adverse event(s): hernia, knee pain, rheumatism, symptoms of depression, osteoarthritis, chronic pain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date, iud coils had been perforated. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, patient's date of birth provided, essure removal date and lot number added. New events: bleeding, abdominal pain, fatty liver, iud coils had been perforated and fragments added. Medical device removal was considered as perforation treatment, other possible explanations for the occurrence of the reaction provided. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.